Event description:
Ventilator suddenly shut off during transport in CT scan on pb980; 1232 - ventilator suddenly switched off. Pt immediately manually ventilated with manual resuscitator with peep valve. There was approx 10 secs without ventilation. The pt's sp02 dropped 81%. Within 3 mins the pt went into (1235) vfib with no palpable pulse. Code blue called; 1237-resuscitation successful. The ventilator was replaced. When the pb980 ventilator was turned back on, the error message made was p0009 and "vent inoperative / replace ventilator showing on screen."